Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. It was reported that the insulin pump received no delivery alarms and cannula was bent. The customer stated that the insulin did exited during prime. The customer's blood at the time of incident was 477 mg/dl. The insulin pump will not be returned for analysis.